Event description:
During the transfemoral tavr procedure, upon removal of the esheath the physician noticed a clot in the left femoral artery that migrated into the superficial artery. The patient underwent a transfemoral cutdown of the right femoral artery in order to gain access to the clot. A fogerty embolectomy catheter was then used to remove the clot. The patient was stable at the end of the procedure. The thrombosis was attributed to the sheath occluding the artery. There was no brisk flow of blood noted. The acts were measured at 221,234,239 and total heparin used during the procedure was 16,500 units. The patient¿s minimum luminal diameter (mld) was 7mm with mild calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU) for the expandable introducer sheath set, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to patient and/ or procedural factors which can lead to an increased risk of thrombosis. These include the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU cautions against the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). In this case, the cause of the femoral artery thrombosis was attributed to the sheath occluding the artery. The patient¿s borderline mld was likely a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.